Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 538 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer states that the insulin pump dropped and cracked at the bottom. The customer stated that they went to change the reservoir and were stuck in the fill tubing process. The customer also stated that they got compromised force sensor system alarm. Customer stated that drive support cap was loose. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised forced sensor system alarm due to detached end cap. The drive support disk was inspected and no anomaly noted.